Event description:
The customer reported to olympus, the light source had a faulty endoscope socket which resulted in occasional image problems. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the image was noisy occasionally due to dirty and corroded socket. There was also a circuit board failure. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The intended procedure performed was gastroenterostoscopy and the procedure was completed using a similar device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "image was noisy" was caused by dirt and corrosion found on the scope socket. Olympus will continue to monitor field performance for this device.